Event description:
The doctor indicated that the abutment screw was placed (B)(6) 2017 and it was reported loosened (not retaining the abutment) on (B)(6) 2017. There was not reported patient impact or delay in the procedure.

Manufacturer narrative:
The event that was initially submitted on report MFR-0001038806-2017-00225 on may 12, 2017 no longer meets reportability criteria based on additional information provided by the customer. This case is related to a non-integration/loss of integration event. On sep 06, 2017, the customer clarified that they were unaware that the abutment screws needed to be returned in conjunction with the implant involved in the ni/li event for warranty. There is no reported issue with the abutment screw. This is not a complaint.

Manufacturer narrative:
One certain gold-tite hexed screw was returned for inspection and examined visually by the naked eye. The screw was worn about the body and threaded region. The drive feature is worn but functional. No lot number was provided therefore the DHR was not reviewed. No definitive root cause could be identified. This event is non-verifiable with the information provided.